Event description:
Customer called regarding the letter received. Customer requested to have the max bolus set to five. Customer having problems with tape. Customer passed out; hospitalized with broken ankle. Customer passed due to low blood glucose. The blood glucose reading at the time of the event was 56 mg/dl; the current blood glucose reading is 89, customer drank some orange juice. Customer stated that she has been passing out and not sure why. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.